Event description:
It was observed that during the device inspection, there were foreign objects in the tip cover/suction channel of the gastrointestinal videoscope. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was physical damage on the device, and the foreign material was possibly not removed although the reprocessing was conducted properly. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.